Manufacturer narrative:
The reported complaint was not verifiable. Multiple diligence attempts for part return were unsuccessful so further evaluation can not be completed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported issue occurred during unit check up. This complaint is related to (B)(4)/ medwatch #1828100-2019-00209.

Event description:
It was reported that during the use of the device for a non-clinical activity, the pump had a belt slip error. There was no patient involvement.